Event description:
During index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful. Approximately 3.5 months post index procedure the patient was hospitalized due to critical limb ischemia (left). The left sfa was treated with an admiral balloon, a pacific balloon and a non mdt stent. The % stenosis at time of revascularization was 100%. Investigator has indicated that the reported event was probably related to the study device/procedure. Event is reported to be continuing.

Event description:
During the previously reported revascularization another admiral balloon and 2 amphirion balloons were also used.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of the dilated artery).

Manufacturer narrative:
The cec has adjudicated the previously reported left critical limb ischemia to be related to device, not related to procedure or drug.

Event description:
Investigator has indicated that the previously reported critical limb ischemia was probably related to the drug.

Manufacturer narrative:
Patient recovered from previously reported ischemia left sfa.